Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 12-mar-2021. The most recent information was received on 22-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure had pierced'), device dislocation ('1 essure visible') and cerebrovascular accident ('stroke') in an adult female patient who had essure (batch no. 838670-inv,699886) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain since insertion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypertension ("hypertension"), arrhythmia ("arrhythmia"), cerebrovascular accident (seriousness criterion disability), gait disturbance ("great difficulty walking"), visual impairment ("vision problems"), pain ("general pain in body"), asthenia ("physical and mental asthenia"), menstrual disorder ("menstruation disorder") and endometriosis ("serious endometriosis") and was found to have weight abnormal ("weight disorder") and fibroma ("fibroma"). The patient was treated with surgery (removed urgently on (B)(6) 2011). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, hypertension, arrhythmia, cerebrovascular accident, gait disturbance, visual impairment, pain, asthenia, weight abnormal, menstrual disorder, endometriosis and fibroma outcome was unknown. The reporter considered arrhythmia, asthenia, cerebrovascular accident, device dislocation, endometriosis, fallopian tube perforation, fibroma, gait disturbance, hypertension, menstrual disorder, pain, pelvic pain, visual impairment and weight abnormal to be related to essure. The reporter commented: 1 essure pierced and had to be removed. Then insertion of 2 clips, hence, 3 foreign bodies. Scheduled to have essure removed as soon as possible depending on her condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kgs. X-ray - on an unknown date: without contrast: 1 essure visible. This lot number 838670 is invalid. Lot number: 699886, manufacturing date: 2009/12, expiration date: 2012/12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ('essure had pierced'), device dislocation ('1 essure visible') and cerebrovascular accident ('stroke') in an adult female patient who had essure (batch no. 838670 / 699886) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain since insertion"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), hypertension ("hypertension"), arrhythmia ("arrhythmia"), cerebrovascular accident (seriousness criterion disability), gait disturbance ("great difficulty walking"), visual impairment ("vision problems"), pain ("general pain in body"), asthenia ("physical and mental asthenia"), menstrual disorder ("menstruation disorder") and endometriosis ("serious endometriosis") and was found to have weight abnormal ("weight disorder") and fibroma ("fibroma"). The patient was treated with surgery (removed urgently on (B)(6) 2011). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, hypertension, arrhythmia, cerebrovascular accident, gait disturbance, visual impairment, pain, asthenia, weight abnormal, menstrual disorder, endometriosis and fibroma outcome was unknown. The reporter considered arrhythmia, asthenia, cerebrovascular accident, device dislocation, endometriosis, fallopian tube perforation, fibroma, gait disturbance, hypertension, menstrual disorder, pain, pelvic pain, visual impairment and weight abnormal to be related to essure. The reporter commented: 1 essure pierced and had to be removed. Then insertion of 2 clips, hence, 3 foreign bodies scheduled to have essure removed as soon as possible depending on her condition. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. X-ray - on an unknown date: without contrast: 1 essure visible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.